Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
End user has reported that for the patient there is pain and clicking sound when standing (from flexion to extension). The patient claims that he needs to swing his left multiple times until he achieves fill extension. This resulted into a fall and fracturing the proximal tibia. This pi is to cover the revision of the distal femur for infection on (B)(6) 2014.

Manufacturer narrative:
Additional information: patient details and implant date. An event regarding revision due to infection involving an unknown mrh knee was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: no medical records were received for review with a clinical consultant. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot or sterile lot information was provided. Conclusion the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such product identification and evaluation, pre and post operative x-rays, pathology reports, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
End user has reported that for the patient there is pain and clicking sound when standing (from flexion to extension). The patient claims that he needs to swing his left multiple times until he achieves fill extension. This resulted into a fall and fracturing the proximal tibia. This pi is to cover the revision of the distal femur for infection on 09/09/2014 proximal tibia (gmrs) was implanted on the 1st week of august 2018. 1st surgery (B)(6) 2012¿¿ mrh (rotating hinged knee). Revision surgery on (B)(6) 2014 for distal femur replacement (gmrs) *further update from the distributor: it was identified after 4 years that the patient was complaining about a clicking during motion. After an x-ray done, the prostheses slipped off one from another and broke the patient's tibia. **received pictures have been attached into the "intake" tab.